Event description:
It was reported that when the customer selected images for review, the images of a different patient were displayed.

Manufacturer narrative:
Unable to duplicate symptom. Hard disk drive was replaced as a precautionary measure. System was functioning as intended at that time.